Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9165cdg assembly was received for investigation. Visual inspection identified that one of the two curved tabs at the distal tip of the impactor assembly had broken off, with no fragments returned. Chipping was observed along the outer diameter of the distal tip. The cause remains undetermined, although a probable cause can be attributed to damage incurred during impaction and subsequent removal.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-9165 impactor, has a broken plastic tip, as well as (2) drivers ar-9545-t15-02 and ar-9545-t1503 have bent tips. This was discovered during use in a procedure, no patient affect reported. There was no additional information provided.